Event description:
At approx 3:00 a.m. In 2004, the bed began smoking and allegedly filled the pt's room with smoke. No pt injury has been reported but the pt's spouse is now alleging injury. The nature and severity of the alleged injury is unk at this time.